Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 19 months due to endocarditis. The surgeon noted that there was no malfunction of the explanted valve; infection source provided as "central access lines for dialysis." Per the op report, echocardiogram monitoring did not demonstrate any vegetations; however, recently, he experienced recurrent fever of 104 with some demonstratable vegetations on the mitral valve. The annuloplasty was explanted and the patient's valve was replaced with an edwards bioprosthetic valve. No findings on the ring were documented. Patient was weaned from cardiopulmonary bypass. No operative complications reported.

Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, it appears that the patient's infection was related to his central access lines for dialysis as reported. However, the root cause of this event cannot be confirmed without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.